Manufacturer narrative:
The sodium electrode lot number was b65 and the chloride electrode lot number was p07.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. It was noted the customer was using a centrifugation time of only 5 minutes with a speed of 3000 rpm which could lead to issue with the sample quality.

Event description:
The customer received questionable ion selective electrode (ise) results for one patient sample. The sample was repeated on another analyzer. The initial sodium result was 119 mmol/l and the repeat result was 140 mmol/l. The initial chloride result was 88 mmol/l and the repeat result was 102 mmol/l. The initial results were reported outside the laboratory. The repeat results were believed to be correct and were called to the nurse. The patient was not adversely affected. The electrode lot numbers and expiration dates were requested, but were not provided. The field service representative was unable to determine a cause. He checked and verified the operation. He checked the sipper nozzle height, is and diluent dispense, vacuum nozzle operation, and sample probe alignment. He performed a precision check, ise checks, and calibration with all results within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.